Event description:
Customer reported tubing split below the upper fitment. Medication infusion was pantoprazole at 20ml/hr. No patient injury reported. Although requested, no further patient or event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The device was received. Investigation is not complete. A follow up report will be submitted with any relevant information.